Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the new orders were not showing up on every machine. The technical support specialist dialed into the server and found that the password was expired/incorrect. Coordinated with the hospital information technology (hit) team allowed successful login to the application and pes servers. Further checks revealed that the carefusion cce services and carefusion cce med system were not running. Hit restarted the services, restoring proper system functionality. A downtime query confirmed message flow, and hit verified normal operation on their end to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all new orders were not showing up on every machine and went to critical override mode. And shown error message as patient and order may not be current. There were no delay, no adverse events or injuries reported based on this event.